Event description:
During an on-site evaluation by a philips field service engineer, it was discovered that the customer's device had a damaged/cracked display cover. There was no reported patient involvement.